Manufacturer narrative:
The device was returned for analysis. The reported no blood flow from the marker lumen was not confirmed. It was indicated that the device was pre-flushed prior to the procedure and the returned device analysis noted that fluid was observed coming out of the marker port during testing which indicates there was no blockage in the lumen before insertion into the anatomy. Therefore, it is likely that under insertion of the device contributed to the reported no blood flow from the marker lumen. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition periodna

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 7fr sheath, after a peripheral interventional procedure. Reportedly, there was no/little delivery of blood noticed at the proximal end of the marker lumen. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.